Event description:
Unit had a reset during operation while on a patient. There was no patient injury. The unit had check error message. When the events were checked , the unit had error 50. Hospital bio-med ran unit in his shop off pateint for about three hours and had 2 more resets. Error codes 52 and 54.